Event description:
Just before noon, the tip of 2mm diameter drill bit was noted as broken while in use. The broken off piece was recovered; the piece was well approximated with the main piece of the drill bit. A flat plate of the left upper arm/elbow was taken. The result of the x-ray was read by the radiologist "no retained piece of drill bit seen".